Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, allegations were not confirmed as the device meets specifications and longevity. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The battery curve showed and irregular depletion which is usually indicative of a battery issue. The patient underwent surgical intervention to remove the device and implant a new one. No additional adverse patient effects were reported.